Event description:
The customer reported that the probe of the ortho provue analyzer is bent and dripping. The customer was unable to determine whether any error messages were posted. No erroneous results were reported. Probe issues may lead to dilution of sample / reagent, carry over and / or cross contamination and erroneous results which could lead to transfusion of incompatible blood.

Manufacturer narrative:
A possible root cause was determined. An ocd field engineer arrived at the site and determined the probe was bent. Replacement of the probe has returned the instrument to expected operation. A search was performed concerning complaints logged by this customer. This customer has not logged any similar complaints against this analyzer since this incident. (B) (4).